Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Event description:
Hold kv 9.21.23

Manufacturer narrative:
Health effect impact code: f26.component code: example g03001.d8. Was this device serviced by a third party? No.the complaint investigation for false reactive results for six donor samples tested with the alinity s hiv ag/ab combo reagent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Ticket searches determined that there is a normal complaint activity for the likely cause lot and the ticket trending review determined that there are no related adverse and non-statistical trends for this assay. A review of labeling concluded that the issue is sufficiently addressed. Device history record review did not identify any non-conformances or deviations with lot 20347be00 and the complaint issue. A technical review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates of ln 6p01-60, lot 20347be00 across community blood center and a peer group were collected and assessed. The lot performance composed of initial reactive rate (irr; 0.15%), repeat reactive rate (rrr; 0.14%) and specificity based on zero prevalence (99.86%) with lot 20347be00 are elevated at community blood center but still within product requirements. Further, the overall irr (0.05%), rrr (0.04%) and the specificity based on zero prevalence (99.96%) obtained for lot 20347be00 across all peer sites are within product requirements. Based on the investigation, no malfunction, systemic issue, or deficiency of the alinity s hiv ag/ab combo reagent, ln 6p01-60, lot 20347be00, was identified.

Manufacturer narrative:
The component code previously provided in h10 was incorrect g03001, correct should be g01003.

Event description:
On 04mar2021 additional results for the anti-hiv-2 and the western blot were provided for: sid (B)(6) repeat reactive hiv results; (B)(6) 2021 anti-hiv-2 = 0.046 (nonreactive), wb = negative.

Manufacturer narrative:
New patient information provided in b5 describe event of problem for sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient identifier: multiple = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported (B)(6) alinity s hiv results for 6 donors who had previously tested (B)(6). The customer provided the following results (B)(6).